Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the stopper pulls out of the tube within the holder. The following information was provided by the initial reporter. The customer stated: "the tube was firmly wedged in the holder and the cap came off in the process of removing from holder causing some blood spillage." No further information provided.

Manufacturer narrative:
H6: investigation summary: bd received 15 pst ii tubes along with 15 holders for investigation. The samples were evaluated by functional testing, each tube pushed into a holder and removed, and the indicated failure mode for stuck in holder with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stuck in holder. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the stopper pulls out of the tube within the holder. The following information was provided by the initial reporter. The customer stated: "the tube was firmly wedged in the holder and the cap came off in the process of removing from holder causing some blood spillage." No further information provided.